Manufacturer narrative:
Analysis of the battery pack confirmed the reported issue. Review of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2024 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2024 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until (B)(6) 2025 when the battery pack was uninstalled. On (B)(6) 2025 the battery pack was reinstalled and completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2025 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service. Testing of battery pack sn (B)(6) confirmed the depletion.

Manufacturer narrative:
Analysis of the log files from the AED is ongoing and the cause of the complaint is not known.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. The customer did not report this occurring during patient use.